Manufacturer narrative:
Boston scientific complaint laboratories tested the device which passed mechanical and electrical tests and is functioning normally. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited a product performance issue. The patient underwent a surgical intervention to remove the device. No additional adverse patient effects were reported.